Manufacturer narrative:
Date sent: 10/17/2007. Eval summary: the analysis results found that the device was returned with the clamping and firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken not allowing the device to properly close, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a visceral surgery, the device would not staple and would not cut. Another like device was used. There was no patient consequence.